Event description:
2021-12-08 e1 (rep) additional information was received that the cause of the motor stalls had not been determined and the event had not resolved. No pump replacement had been scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving hydromorphone (3000 mcg/ml at 799.1 mcg/day) and bupivacaine (10 mg/ml at 2.664 mg/day) via an implantable pump for malignant pain. It was reported that the pump had a motor stall. The pump had started alarming earlier today.  The patient had not had any recent mris or other known magnetic exposure. They did not have a replacement scheduled yet.  The healthcare provider was advised to have the pump returned for analysis after explant. No patient symptoms or complications were reported. 2021-11-29 rtg0238401 update (rep) additional information was received that the pump continued to have intermittent motor stalls and recoveries. The patient was back at the clinic because the pump was audibly alarming with another motor stall. The rep was given the pump off password. 2021-12-02 rtg0238401 update (con) additional information was received that the patient had called on (B)(6) 2021 to schedule their pump replacement on (B)(6) 2021 but because the hcp had not called the patient to do a consult, the patient refused to have the pump replacement surgery. The hcp left him hanging for days with no medication and made him go through withdrawals. The hcp gave them hydromorphone oral medication 4 tab per day 2mg tab which was not enough so it was increased to 6 tabs per day at 2mg per tab which finally helped. It was reviewed that the cause of the stall was unknown. Once the pump is explanted and sent in for analysis the report is then sent back to the hcp managing the pump and the hcp would then follow up with the patient. They thought the pump may have been having issues about 6-8 months prior to the pump stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.